Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer could not recall any significant events leading to the alarm occurring. Customer also reported they were hospitalized from (B)(6) 2015 for diabetic ketoacidosis. Customer stated they were feeling sick prior to being hospitalized. The customer's blood glucose at the time of admission was 478 mg/dl. The customer was treated with insulin and nausea medication at the hospital. It was also found the customer continued to experience high blood glucose after being released from the hospital. Customer's blood glucose was 447 mg/dl. The customer stated they will be treating their blood glucose with the insulin pump. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened, all the buttons, dome switch. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had high idle current due to open trace on lcd driver on lcd board. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.